Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6), 2013, product type: lead. (B)(4).

Event description:
It was reported that there was a communication problem. They were not able to make adjustments both with or without antenna attached. The patient was getting poor communication screen on the programmer. They reposition antenna screen on the recharger. The patient tried replacing the batteries. The patient was able to use the programmer to turn off stimulation on the day of the report. They usually turned off stimulation for a while to recharger the stimulator. The last recharge was about a week and a half ago. They were feeling stimulation earlier today until they turned off stimulation to recharge. The patient was still having concerns regarding their device or therapy but was working with their doctor or manufacturer representative, their appointment was for (B)(6) 2015. On (B)(6) 2015 additional information was received indicating that the patient had regular charging with full coupling. They lost communication with the device and lost the ability to charge approximately two weeks ago. It was noted that there was premature battery depletion. There were telemetry/interrogation issues. As physician mode reset was done as a result of the event. This resolved the product issue.